Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using infusion set longer than recommended by health care professional and using an empty syringe to remove air from the cartridge. Clinical support informed customer that using infusion set longer than recommended and using an empty syringe to remove air is off label per the tandem user guide. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.